Event description:
It was reported that during the laparoscopic gastric bypass procedure that the stapler would not articulate, and the surgeon could not get any response from the stapler. The surgeon flipped the battery twice, with no response from the stapler. The stapler had been articulated and fired several times before it lost power. The procedure was completed successfully with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/18/2023. D4: batch # 278c40. Investigation summary   the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling,  the pcb board was noted to be non-functional. In addition, the device was observed to have a bent bailout spring. This had no functional effect on the device. No conclusion could be reached as to what may have caused the bailout spring to be bent. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the pcb board is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 278c40, and no non-conformances were identified.